Event description:
Obese patient was in a rental size wise bed with a trapeze attached because he had a total knee replacement performed yesterday. He pulled on the trapeze to adjust his position in bed, and the trapeze broke apart from the frame, with the trapeze and chain hitting the patient on the operative site of his left knee. A piece of the trapeze that holds it to the frame was on the floor.